Event description:
It was reported that the customer was hospitalized due to dehydration, hyperglycemia and a heart attack. The customer's blood glucose reading was over 600 mg/dl at the time of the event. The customer stated that she caught the flu, which she thinks caused the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer last changed her infusion set two days prior to the event. The customer was using a recalled quick-set infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.